Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
Pt initially reports that the doctor put donut pessary in on (B)(6) 2012. Two days later the pt removed pessary and cleaned it of thick mucus and bad odor. Pt put it back in, and started having some pain. After putting it back, the problem persisted and the odor got worse. Pt called doctors' office and was informed she was uti (urinary tract infection) and was prescribed medication. Pt was not put pessary back in (left it out for several days). On (B)(6) 2012 pt stated she boils the pessary for about 20 mins after cleaning. On (B)(6) 2012 doctor's assistant called and confirmed urinary tract infection and that the doctor said the pt is having a sensitivity to the pessary which should resolve. Doctor is not providing any particular treatment for pessary issue.